Manufacturer narrative:
No sample has been received for evaluation. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to acceptance criteria. Because a sample was not returned and no evidence for nonconformity could be found in the lot record review, the root cause for the defect "dull blade" reported by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument. All knives are 100% inspected by trained operator's using a minimum of (B)(4) magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
An ophthalmic surgeon reported that the blade of the knife was dull and the blade seemed to be burred during surgery. The problem was solved after replacing the knife with an alternate one. There was no pt impact.